Event description:
It was reported that the patient received a patient notifier in the night and scheduled a clinical visit. The next day, the patient received inappropriate high voltage therapy while exercising and presented to the hospital. Device interrogation revealed back-up vvi mode. A software download successfully restored normal device function. The patient was feeling okay after being informed of reason for shocks.